Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient's pharmacist stated that the patient received erroneous results when tested with coaguchek xs meter serial number (B)(4). At 9:11 on (B)(6) 2018, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.2 inr. At 11:00 on the same day, a sample from the patient was tested using the meter, resulting with a value of 5.7 inr. At 11:58 on (B)(6) 2018, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.8 inr. At 15:56 on the same day, a sample from the patient was tested using the meter, resulting with a value of 5.3 inr. At 11:06 on (B)(6) 2018, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.2 inr. At 14:16 on the same day, a sample from the patient was tested using the meter, resulting with a value of 4.5 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3 - 3.5 inr. The patient's product was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.